Manufacturer narrative:
Other applicable components are : product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (s/n (B)(4)) revealed no anomaly.

Event description:
Information was received from a health care provider via a company representative regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that during intra-operation, lead had impedance issues. High impedance on contact #1 was noted. The lead was returned. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.